Manufacturer narrative:
Investigation is currently ongoing. When investigation is complete, a f/u with the results will be submitted. This lot number is not included in the recall for curlin administrative sets.

Event description:
Info received indicates the facility received an "air in line" alarm. Facility part number f1901-c2.